Event description:
It was reported that during routine check by customer the cs300 intra aortic balloon pump (iabp) failed k6, k7, and k8 leak tests. No patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11, e3. Corrected field: b5. A getinge field service engineer (fse) duplicated issue of drive manifold intermittently failing the leak test. Replaced drive manifold (d104-00-0018) which resolved the issue. Unit passed all functional and safety tests. Unit cleared for use. The failure analysis and testing dept. Received part number 0104-00-0018 manifold, drive serial number (B)(6) with a reported unit failure of failed drive manifold leak test. Failing k6, k6a, k7, k8. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 manifold, drive serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the k6, k6a, k7, k8 leak. The leak test passed testing. The fat dept. Proceeded to boot the cs300 into clinical mode to allow the cs300 to pump. The cs300 pumped for two hours with no problem found. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Due to characterization limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check that the cs300 intra-aortic balloon pump(iabp) had issue of drive manifold intermittently failing the leak test. There was no patient involved.